Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and no anomalies were found. It was noted that the catheter was kinked and appeared damaged at implant. The analyst noted that the slitter was not returned but the catheter was slit spirally (technique issue) and the control wire was snagged. The catheter was kinked at 7 and 26cm from the hub.

Event description:
It was reported that during the implant attempt when the doctor was slitting the catheter suddenly there was a "thin wire" visible. No patient complications were reported as a result of this event.